Event description:
It was reported that the system would not boot up and a corrupted software statement was displayed. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard-drive was reformatted. The system software was reloaded. The system was tested and found to be working as intended and returned to service.